Event description:
It was reported that the patient¿s blood glucose levels increased to 300 mg/dl after approximately 37-48 hours of pod wear on the right lower back. Upon pod removal, the cannula was observed to be kinked. The patient applied a new pod and successfully resumed therapy, reporting that blood glucose normalized after approximately two hours following new pod application. There was no medical intervention reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.